Manufacturer narrative:
No motor error alarm was noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery test and occlusion test due to the prime anomaly. The motor was tested outside the device and it passed. The pump also had cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. No additional information provided.